Event description:
It was reported oversensing of noise and inappropriate mode switch were observed on the right atrial (ra) lead. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.